Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode, and technical services (ts) was consulted for further review. Ts confirmed the episode shows myopotential oversensing in primary vector, and troubleshooting considerations were provided. No adverse patient effects were reported. This product remains in service. Additional information: in-clinic troubleshooting was performed, and noise was reproduced mainly in primary and secondary sensing vectors. The gain was increased from x1 to x2; however, noise in primary and secondary and a minimal amount in alternate was observed. It was noted the r wave was clipping. The clinic decided to program the device to alternate sensing vector and extend smart charge. The patient also underwent x-ray imaging, which was sent to ts for further review. Additional information: this patient underwent a revision procedure, and this s-ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.